Event description:
It was reported that interventional radiology was performing a thrombectomy procedure on a male pt. The physician was declotting the arteriovenous (av) graft when he noticed the orange inner lumen became separated from the basket. As a result, another kit was opened to complete the procedure. There was a delay in treatment with no harm to the pt, no pt death and no pt complications were reported. Add'l info received on (B)(6) 2011 from the critical care specialist stated, the catheter was being used over the wire. They were in the process of declotting the arterial side and removed the basket along with clot material. At which time, they noticed the orange inner lumen was very loose where it attaches to the basket. When they touched the orange inner lumen, it separated from the basket. Nothing was broken off in the pt. Reference MDR #2242445-2011-00049 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.